Event description:
It was reported that customer called the ambulance and visited hospital due to high blood glucose on (B)(6) 2017. Blood glucose reading was 350 mg/dl. Customer was treated with intravenous insulin drip at hospital. Customer received calibrate now alert. No further details were provided. The device was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0958-2020. (B)(4). S/w 2.9d. Pump not received stuck in manufacturing mode unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Unit delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Unit received with cracked retainer, minor scratched display window and scratched case.